Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.